Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. H6: remove codes 1503, 67, 4114, 3221, 2199, and 4582. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. H6: remove codes 1503, 67, 4114, 3221, 2199, and 4582.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 100 mg/dl.